Event description:
Clinical report states deep infection. Update rec'd 05/12/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient sustain a patellar tendon rupture 3 months status post their primary surgery. The rupture was repaired. The patient went on to have an I&d on (B)(6) 2006 to address an open wound on the inferior portion of the patella. To date the patient has noticeable crepitation throughout flexion and extension and the radiology report on (B)(6) 2015 indicates the tibial component appears to have subsided while the clinical impression from that visit states subsidence of the tibiofemoral components . At this time there is still no indication the patient has been revised. The patella and femoral components are being reported at this time for the patellar tendon rupture.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/02/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision the femoral and tibial components were found to be fixed, but there was massive periprosthetic bone loss, but not really osteolysis. It appeared to be bone resorption, potentially from a chronic infectious process. At the conclusion of the process it was noted that the patient had massive bone loss. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 10/29/2015.